Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, weight to the specification, non-penetrating nicks, and a crease fold. Microscopic analysis was performed which identified a sharp edge with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact and non-penetrating nicks.

Event description:
Healthcare professional reported a right side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is implant exchange for larger size. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device was explanted.